Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on february 26, 2019. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction based on the data from the analysis of the injector system. The acist consumable kits used during the event were discarded by the hospital, therefore, acist is unable to evaluate the consumable kits. The lot numbers of the consumable kits are unknown. Acist requested a copy of the cineangiograms to review as part of the investigation but the user facility elected not to provide this item. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on this investigation, there is no evidence of device malfunction related to this event and no inadequacies related to the device labeling/instructions for use. The cause of the event is inconclusive. This report is considered closed.

Manufacturer narrative:
Acist angiographic injection system, model cvi, serial number (B)(4), was received at acist on february 26, 2019. Investigation is in process. Additional information has been requested from the user facility. Upon completion of the investigation, acist will submit a followup report to FDA.

Event description:
During coronary diagnostic catheterization, air was injected into a patient upon the third contrast media injection of the procedure. The size of the air bubble was approximately greater than 1 centimeter in diameter. The patient experienced slow blood flow, st-segment elevation, and abnormal heart rhythm.